Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up completely. Upon troubleshooting actions, the fse identified a software issue causing the system to freeze at startup. To resolve the issue, the fse reinstalled the software and reloaded the backups, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up normally. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.